Event description:
Revision surgery - due to instability.

Manufacturer narrative:
The reason for this revision surgery was to resolve patient joint instability after 11 months of implant use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the only complaint against lot number 862c1262. (B)(4). There was no definitive information provided for what may be the root cause for the instability. Several factors unrelated to the implant can play a role in instability; such as loose joint from degenerative soft tissue and improper implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.